Event description:
A report was received that the patient underwent an explant procedure due to pain at the ipg site while laying on it. Programming was recommended, however the patient decided to get explanted instead. The device was working properly. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50, serial # (B)(4), description: artisan 2x8, surgical lead - 50 cm. The entire system was explanted due to the patient's preference. The ipg passed all visual, performance and photographic tests performed. There are no complaints regarding the functionality of the device. The ipg exhibits damages that are typically caused by the use of autoclave or flash sterilization. However, the device profile indicates that the device had been functioning normally prior to the explant. The explanted paddle lead was cut and a section was not returned. Damage to the paddle lead is similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the ipg site while laying on it. Programming was recommended, however, the patient decided to get explanted instead. The device was working properly. The patient is reportedly doing well following the procedure.